Event description:
Healthcare professional reported that a patient was injected 2.3 ml in temples, cheeks, pre auricular and lips with juvéderm®voluma¿ xc, "patient presented with a delayed inflammatory response, had a uti, lips are hard and swollen". Later physician reported " patient started experiencing swelling of the filler and later patient was diagnosed with a uti, filler in lips was still firm ". Steroid injection, medrol dose pack, doxycycline 100mg bid for 10 days, and nitrofurantoin 100mg bid x 5 days were given as treatment. Later physician reported "more swelling in lips as well as hard bumps". Later physician reported "swelling gone in cheeks and very minimal in the lips". The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.